Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge.